Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose increased to 445 mg/dl. The patient attempted to treat via insulin pump bolus, but she received a no delivery alarm. During troubleshooting a crimped infusion set cannula was discovered. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.